Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not recognize the vitrectomy probe. The procedure was aborted. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. It was determined however; that the customer was using the wrong vitrectomy probe. The company representative also performed onsite training on the difference between an anterior and posterior vitrectomy probe. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 28, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).